Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Investigation revealed that all keypad buttons responded as expected. The complaint could not be confirmed or duplicated. There was evidence of contamination found under all button key contacts.

Event description:
A family member reported that the ok keypad button has been intermittently unresponsive and requires harder presses to obtain a response for the past several weeks. She stated that the patient wears the pump in her pocket and does not clean the pump.